Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.